Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative visited the site and performed an evaluation of the system. The issue could not be replicated, and the system was working correctly. A full system checkout was successfully completed, with all checks passing. The system is fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while trying to boot up the imaging system during a spinal fusion case, it would not go past the initiation phase. Representative unplugged the imaging system from the mobile view station and rebooted the imaging system a few times, but the issue persisted. Following a 15 minute delay, site proceeded with the procedure with a c-arm. Procedure was successfully completed with no adverse effect on patient outcome.